Manufacturer narrative:
Upon receipt, this lead was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. It is reasonable to assume that the bending was due to mechanical forces applied during the explant procedure. In addition, cuts in the insulation were observed in the region of the ligature which occurred most likely during the explant procedure. Blood penetrated the lead. Further analysis did not reveal any irregularity that might have contributed to the reported dislodgement. The manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
Ous MDR - this rv and the lv lead were explanted and replaced due to dislodgement.